Event description:
Haemonetics received a complaint on (B)(6) 2012 for an orthopat device with the description "blood in centrifuge service necessary." No patient/operator injury associated.

Manufacturer narrative:
The device has not been returned for evaluation. A follow up report will be sent when the device is returned and the evaluation is complete. Haemonetics (B)(4).